Event description:
It was reported that the patient's baclofen therapy was not effective. The catheter had a kink/occlusion at an unspecified location. The kinked portion of the catheter was replaced. The pump was also replaced. The patient recovered without sequela.

Manufacturer narrative:
Catheter.

Manufacturer narrative:
(B)(4).